Event description:
It was reported that pump displayed repeated malfunction alarms identified as malf 12, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was advised to program pump settings and connect continuous glucose monitor on replacement pump, which was arranged under warranty; customer understood and acknowledged all instructions.